Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the system did not start up. Analysis of the log file showed that some of the pc software drivers, which output to the operation room monitor at startup, were malfunctioning. Upon troubleshooting, the fse found, from the equipment operation log, that a part of the software driver was causing an operation abnormality on the operation room monitor control pc when the device was started. To resolve the issue, the fse reinstalled the software of the control pc in the control room, and after that, the system was in good working order. The codes were updated based on the investigation outcome.